Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 150mg/dl. Customer also stated that they had issue with the activate button last time and they called and it shows that insulin pump had no delivery and was assisted. The insulin pump will not be returned for analysis.